Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The lesion being treated was in a severely calcified bifurcation posterior descending artery (pad). The lesion was predilated with a 2.5 x 9 mm marverick balloon. After predilation a taxus express2 - 2.5 x 8 mm stent was successfully deployed. It was noted there was some difficulty crossing the lesion. Upon withdrawing the fully deflated balloon the physician felt resistance. The physician then decided to inflate and deflate the balloon. In addition, the physician tried other maneuvers, however, was unsuccessful in all attempts. The physician then sucked the guide catheter - 3/4 of the way down the right coronary artery (rca) and inserted a buddy wire. This maneuver successfully extracted the balloon from the stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."